Event description:
In this event it is reported that waveone gold primary 6-file ster 25mm file broke during use. The broken part has not been retrieved. The patient is reportedly experiencing pain in the tooth. Further treatment is unclear and depends on patient's pain. The patient has a set appointment. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: involved product which broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during DHR review (batch #1838281). Unused waveone gold primary files 25mm received were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1838281 is conforming (representative sampling). No fault was found, production meets specifications.